Event description:
Pt reported approximately 3 months after injection to the periocular region with "juvederm 2" they developed "bilateral edema at the inferior periocular region." Pt was treated with blepharoplasty. Symptoms are ongoing.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or pt details are not attainable. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.